Event description:
On (B)(6) 2012 - consumer states that the unit chipped her tooth.

Manufacturer narrative:
(B)(6) 2012 - consumer stated it was tooth #8 that the unit chipped. Consumer stated that she thinks it (sonicare) did it. Consumer states that she noticed the chip an hour after she brushed her teeth. Consumer stated that she ate a soft/chewy granola bar and it made a dent into the front of her tooth. Consumer stated that she did not seek any medical attention. Consumer stated that she had the unit for 2 weeks. A return label was sent to the consumer for shipping of the device. (B)(4) 2012 - have not received the unit, will file a follow up.